Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), which included communication with the customer remotely. The rse spoke to the customer and confirmed the case was opened to request information regarding if the monitor is capable of providing an alarm for nibp. It was confirmed that there was no alleged malfunction. Based on the information provided, the product was confirmed to be operating per specifications and there was no reported problem. The customer was provided information as requested. The device remains in use. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on an intellivue mp20 indicating that the non-invasive blood pressure exceeds the limit without alarm. The device was in use on a patient at time of event, there was no adverse event reported.